Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient had an infection and erosion at the pump site. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There was a complete system explant due to pocket erosion. It was unknown if the issue had been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.